Manufacturer narrative:
Thermogard xp ivtm system ((B)(4)) was serviced at customer site. During visual inspection, damaged power plug was observed and the console could not be powered on confirming the customer reported complaint. Upon customer approval the defective component will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system (B)(4).

Event description:
The thermogard system ((B)(4)) was noted to have a damaged power cord and the console could not be powered on. The customer reported to observe sparks and smoke. No further information was provided. No known patient consequences reported.